Event description:
Reporter alleged the customer obtained the results of 110 mg/dl and 352 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Device was replaced with same model and size. Per the (B) (4): "after the implantation see the surgeon a central jet, the valve had an a2-a3 with not many coaptation. The valve became explanted and another one built-in." Surgeon initially communicated to sales rep that although the surgery took a bit longer, there were no consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.